Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited sudden high pacing thresholds, slowly decreasing r-waves, slowly increasing pacing impedance and short episodes of occasional oversensing. The pace/sense portion of the lead was capped and replaced while the defibrillation portion remains in use. No patient complications have been reported as a result of this event.